Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure that the universal surgical manipulator (usm) 2 leds suddenly went to amber. The caller reported that the system was not connected to onsite. Usm 2 had been working normally at the start of the surgery. There was a message stating that the instrument was not recognized. Prior to calling, the users tried another instrument, reseated the sterile adapter, and re-draped the arm, but the issue persisted. The intuitive tech support engineer (tse) guided the caller with checking all of the pogo pins on the carriage. They were found to be working correctly. All of the discs on the sterile adapter were found to be spinning when the sterile adapter was reseated. The procedure was converted to laparoscopic. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in the system logs, the 31009 error was found indicating instrument recognition fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, the middle presences pins were found to be stuck that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where carriage switch test was found to be failing on the carriage. Once testing was completed, the middle presence pins was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a communication issue due to a fault of the presences pins within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or replacing the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.